Manufacturer narrative:
The investigation has been completed. The data logs confirmed the failure mode and clinical narrative. The logs showed after the pump started, motor current spiked followed low flow that triggered auto suction response and suction alarms. This event remained to the rest of the case. Product was not returned for review. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. Instructions for use for the related event are as follows: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ d.6a and d.6b revised from the initial submission in accordance with updated procedures. G.1 reporting contact facility name was inadvertently left off the previously submitted report and was added. H.6 added code 925 as it was inadvertently left off the previously submitted manufacture device report. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.

Event description:
The user facility reported a 69-year-old male patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The patient had bleeding from a previous impella device¿s access site. Anticoagulation was withheld to control the bleeding, and the patient developed deep vein thrombosis in their right arm. This was not treated at the time due to the bleeding concerns. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿